Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal resistance and a shaft fracture occurred. The lesion was pre-dilated with a 2.5x20mm non bsc balloon. The physician attempted to place a taxus express2 2.5x20mm drug eluting stent to the 85% stenosed lesion located in the calcified, tortuous proximal left circumflex (lcx) artery, but was unable to cross the lesion. A taxus express2 2.5x12mm stent was then successfully deployed to the proximal lcx at 12 atms. Post dilatation was performed at 12 atms, unknown type and size balloon. Upon removal of the stent delivery system (sds), resistance was encountered with the balloon completely deflated. The physician then dilated the stent balloon to 16 atms, but again was unable to withdraw the sds. Two wires were then inserted. A non bsc balloon was inserted beside the taxus stent, without resistance, and dilated. The balloon became stuck on the guide catheter (non bsc) and fractured at the sheath. The taxus was dilated to 16 atms for a second time, but they still were unable to withdraw it. It was then pulled strongly and fractured from the core shaft, inside the body, leaving the balloon inside the patient. An intra-aortic balloon pump (iabp) was inserted and the patient was transferred to another facility. A guide catheter and 3 wires were inserted, one in the lad and 2 in the lcx, and withdrawn easily as a unit with the fractured shaft. No additional patient complications were reported. Patient status post procedure is noted as recovering.